Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin squirting out during priming. The insulin pump rejected new batteries and had unexplained no delivery alarm. The plastic chipped while changing reservoir and also alarm volume lost. The customer stated that the backlight was not brighter. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. Device primed properly. No unexpected failed battery alarm anomalies noted. No unexpected audio or vibrate alarm anomalies noted. During back light check no unexpected issue were noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).